Manufacturer narrative:
Corrected pt ID based on additional information. An event regarding revision due to instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: a review by a clinical consultant concluded: "...root cause of failure is an adverse mix of patient-related factors (ligament pathology present prior to arthroplasty or acquired early after arthroplasty) plus procedure-related factors with regard to cr component choice in a ligament deficient knee. This pi case is not device-related." Device history review: DHR review was satisfactory. Complaint history review: there have been no other events for the lot referenced. Conclusions: as per clinical review, root cause of failure is an adverse mix of patient-related factors (ligament pathology present prior to arthroplasty or acquired early after arthroplasty) plus procedure-related factors with regard to cr component choice in a ligament deficient knee. This pi case is not device-related. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
Patient states knee feels unstable, scheduled revision surgery for (B)(6) 2015.

Event description:
Patient states knee feels unstable, scheduled revision surgery for (B)(6) 2015.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.